Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025. No product or data was provided for evaluation. Photographs of the x-ray images were provided. The allegation of retained sensor wires was confirmed as filaments are seen in the x-ray images. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6: health effect: clinical code, 4581 appropriate code/ term not available, poking sensation.